Event description:
It was reported that whilst using in oncology it was noted that blood is allowed back through the top valve. No other information was provided. (B)(6) 2021: two samples were returned for evaluation. The returned samples exhibited leaks. This report addresses the second returned sample.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking infusion sets was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was two 20ga x 1¿ huber plus safety infusion sets with y-sites. Light usage residues were observed throughout the samples and the safety mechanisms were engaged. Both y-site luer adapters appeared elliptical. The y-sites appeared free of mechanical/compression damage. Attempts to infuse water through the samples using a 12ml syringe revealed the samples to be patent to infusion; however, spraying leaks were observed emanating from the y-site valve septa. Microscopic inspection of the y-sites confirmed both luer orifices to be elliptical. The elliptical shape of the housing caused slit in the valve septum to be held open. Inspection of the y-site luer orifices using an iso taper gauge revealed both luers to be outside of manufacturing specifications. The misshapen valve housings appeared to be the cause of the valve septum leakage. The lack of mechanical damage suggested that the misshapen housing may have occurred during the molding/curing process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) of refq0124 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refq0124) have been reported from the same facility in (B)(6).